Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump had a motor and button error alarm and the blood glucose reading was high. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer¿s parent stated that the drive support cap was normal. No high blood glucose troubleshooting was performed and no form of treatment was reported. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is not expected to return for analysis.